Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from the service organization that during a service action a quadrature body coil was attracted to the magnet. A third party engineer, helping during the service action, was injured; two fingers were partially cut off from a third finger the fingertip was cut off.